Manufacturer narrative:
3500a user facility report was received by mail from the FDA. This report received indicated that a copy was sent to the manufacturer, however there was no complaint or copy of this report received from the user facility. There was no malfunction of the device, a selection is required for emdr reporting. The red tab is removed by the operator to activate the led light. It is unclear why the operator allowed the red tab to enter the vaginal cavity. No patient injury reported, no further investigation required.

Event description:
Patient was admitted for labor. The lighted speculum was utilized on the patient for a gynecological exam. During a separate exam a small firm piece of plastic consistent with the tab from lighted speculum was found in lower vagina and removed. This event poses a risk for a potential retained foreign object. No harm came to this patient.